Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional relevant information becomes available.

Event description:
Product surveillance contacted the home patient (hp) regarding an unrelated alarm. The hp stated that when she opened the cassette door to remove the original cassette, the cassette tubing was leaking. The hp was unable to specify where the leak was occuring. Product surveillance contacted the hp regarding the leak from the cassette. The hp stated that she did not notice any damage before or after she noticed the leak. The hp stated that she did not notice any visual defects on the cassette. The cassette had been discarded. The hp did not know the lot numbers. No allegations were made against any of the hp?s dialysis products. No patient injury or medical intervention was indicated. No further information was provided. Therapy has been going well since.